Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had short battery life. The customer¿s blood glucose level was 92 mg/dl at the time of incident. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer reported that this was second occurrence that they did not receive a replace battery alert prior to the replace battery alert. Pump requires brand new or fully charged batteries to work effectively. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no unexpected battery power and low battery alert noted. (B)(4).